Manufacturer narrative:
The reported field event of high lead impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Correction: PMA/510(k) #: added to report which was not reported in initial MDR.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation of the pacemaker, high impedance was observed on both the atrial and ventricular leads. During implant, when the new leads were connected to the pacemaker, telemetry indicated that the impedances were still high. The device was replaced. The device was interrogated again, the measurements were within range. The patient was stable after the procedure.